Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010567, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 29-aug-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010567". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010567 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 06-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 29 mmol/l at the time of the event and patient got treated with manual injections at hospital. Patient has experienced the symptoms of vomiting incoherent at the time of the event. Patient has not been released from the hospital yet. No further information available.